Event description:
This is filed to report the second clip caused damage to the first clip (20203r286) it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The first clip (20210r169) was implanted successfully and the mr was reduced to 1-2. The second clip (20203r286) was advanced to a position lateral from the first clip; however, during implantation, the second clip touched the first clip, resulting in a single leaflet device attachment (slda) from the posterior medial leaflet. The second clip was successfully implanted. The final mr grade was 3. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The first clip (20210r169) referenced is filed under separate medwatch report number.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported device caused damaged appears to be related to procedural conditions. In addition, the mitral regurgitation (mr) is listed in the instructions for use (IFU) as a known potential complication associated with mitraclip procedures. The reported patient effect of unchanged mr appears to have been results of procedural conditions . There is no indication of a product issue with respect to manufacture, design, or labeling. H6, code 4614 removed.